Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), documentation, manufacturing instructions, and quality control were conducted during the investigation. The complaint device was not returned to cook for investigation, but a similar product with a similar failure mode was reported in a different complaint. This complaint confirmed that the device was manufactured within specification and that a manufacturing or quality deficiency did not cause the failure. Due to the similarities between the two complaints, it is reasonable to conclude that a manufacturing or quality deficiency did not contribute to this reported failure mode. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established, however it can likely be traced to the user due to use of a damaged device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required cook will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Manufacturer narrative:
Date of event: the exact date of the event is currently unknown, but occurred within the last 2 months. Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Product code: foe. Occupation: director of supply chain.

Event description:
It was reported that the guide wire of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray unraveled during an unknown procedure in the emergency department. Upon opening of the packaging, the dilator was found to be bent. The physician went on to use the bent dilator in the procedure. The physician reported that resistance was felt when pulling back on the wire. Upon removal of the wire from the catheter, it was discovered that the wire had begun to unravel. Although unraveled, the wire was still intact and was removed from the patient in it's entirety. The procedure was completed successfully with no adverse effects experienced by the patient. As reported, no damage was noted to the outer packaging of the device. All trays were stored stacked on shelves in a temperature controlled room. The product will not be returned for evaluation, as it was discarded by the facility.